Event description:
The ge oec 9600 fluoroscopy system displayed bad iris pot error.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective backplane and collimator. Both components were replaced per procedure. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.